Event description:
It was reported that balloon rupture occurred. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.